Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update, declared elective replacement indicator (eri) due to an extended charge time measurement. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.